Event description:
Customer reported leaking at the tubing male luer and phaseal female luer connection during a chemotherapy infusion. No pt harm or medical intervention occurred. No further pt/event information was reported.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's report of tubing leaking at the tubing male luer and phaseal female luer connection. The customer stated the set has been discarded and is not available for failure investigation.